Manufacturer narrative:
Facility address: (B)(6) hospital, (B)(6). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery on (B)(6) 2009 in which rhbmp-2/acs was implanted.